Event description:
It was reported the patient presented to the hospital after receiving an alert. The alert was for the device going into backup bvvi mode. The cause of the backup mode is unknown. The device is restored and working properly after a firmware download was installed. No adverse consequences were reported.